Event description:
It was reported that the float switch indicating the reservoir tank level was "faulty". No adverse effects to patient reported.

Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed that the micro-switch was broken. The investigator subsequently filled the tank with water, plugged in the line cord, attached a temperature check fixture, and turned on the power switch. The customer reported product problem (faulty float switch) was not confirmed during testing. The investigator noted that an alarm was triggered by a damaged micro-switch and not the float switch. The faulty micro-switch was replaced. The unit then underwent preventative maintenance and was re-calibrated. The pump subsequently passed all the functional tests. The problem source of the aforementioned product problem identified by the investigator was unknown. A root cause was not established. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.